Event description:
Nitrogen extension hose is hard to connect, plus it does not deliver nitrogen. Tried with two different pedals. Might need oil.

Event description:
Nitrogen extension hose is hard to connect, plus it does not deliver nitrogen. Tried with two different pedals. Might need oil